Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer states that one year ago a male patient, diagnosed with macroglobulinemia, was given a transfusion. The pre-transfusion blood work generated a (B)(6) result for hcv ag (non-abbott) and a (B)(6) architect anti-hcv result. A current sample taken from this patient also generated a positive hcv ag result. The current sample was also tested with the architect anti-hcv assay and generated a (B)(6) result. The customer is concerned that after one year, the anti-hcv result would be (B)(6). The patient currently has an (B)(6). The cta recommended (B)(6) testing. There is no impact to patient management reported.